Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A distributor contacted ventec to report that the device's lcd touchscreen would intermittently go black. The distributor advised that per both the respiratory therapist and patient, the screen appeared to be flickering during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The distributor advised that there were no further details available about the patient or the event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an intermittently black lcd touchscreen could not be confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).